Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('bottom of stomach pain'), endometritis ('endometritis'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c on (B)(6) 2018. Concurrent conditions included menopause flushing, menstruation abnormal, vaginal irritation, pelvic pain, suprapubic pain, vulvovaginal candidiasis, pelvic discomfort, pelvic discomfort, dysmenorrhea, dyspareunia, menometrorrhagia, gerd, adenomyosis, chronic cervicitis, endometriosis, vaginitis, urinary frequency, urinary urgency and infection urinary tract. Concomitant products included estradiol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 8 months 12 days after insertion of essure. On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection: yeast") and bacterial infection ("bacterial infection"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and dermatitis contact ("rash caused by nickel"). The patient was treated with cortisone, ibuprofen, metronidazole and surgery (ablation on (B)(6) 2016 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving, the endometritis and dermatitis contact outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection, bacterial infection, migraine, headache, allergy to metals, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, bacterial infection, dermatitis contact, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure removal status: have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, vaginal discharge, abdominal pain lower. Concerning the injuries reported in this case, the following one were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr were received: essure removal date and surgeries were added. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), yeast infection, bacterial infection, migraines, headaches, nickel allergy vaginal discharge, fatigue, rash, endometritis were added. Event onset date and outcome were added. Concomitant drugs were added. Concomitant conditions were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.